Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's husband that the customer's insulin pump had the retainer ring broken causing their sugar to go up and down. The customer's blood glucose levels were 56 mg/dl and 332 mg/dl. The customer also reported a crack on the insulin pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.